Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a 9l effluent drain bag, drain leakage was observed in the ¿bottom area¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph was provided for evaluation. Visual inspection observed the leak at the top part of the bag that was marked, however, the leak was reported to at the ¿bottom area¿. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.